Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to rashes, blister and redness on (B)(6) 2018. Customer¿s blood glucose was unknown. Customer treated with insulin pump for high blood glucose. Customer treated with juice for low blood glucose. Customer was wearing a sensor at the time of hospitalization. Customer stated that they have a 3 sensors and 2 sensors will return for the analysis and 1 sensor will not return for the analysis.